Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.

Event description:
It was reported that following a motor vehicle accident on (B)(6), 2007, the reporter alleged the pt required the need for multiple surgeries relating to the spinal cord stimulator. No additional info regarding the intervention was reported. No pt symptoms or outcome was reported. A follow-up report will be submitted if additional info becomes available.